Manufacturer narrative:
Technician found that the head of the bed was sticking while raising/lowering due to the hydraulic manifold being contaminated. Replaced hydraulic manifold (sa1751) to resolve this issue.

Event description:
Facility alleged that the head was sticking while raising/lowering.